Manufacturer narrative:
Corrected narrative to "report 2 of 2" from "report 1 of 2". Corrected lot number to 0200999263 from 0201425493.

Event description:
Report 2 of 2:

Manufacturer narrative:
(B)(4). Method: the device has been returned for analysis. A visual inspection has been performed and further testing is in progress. A review of the device history record (DHR) has been performed for the reported lot number. Results: at this time the evaluation is still in progress. Results will be provided once completed. According with the DHR review there were no reworks, special conditions, or related nonconformance reports (ncrs) for this reported lot number. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusion: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint reporting systems for monitoring, tracking and trending purposes.

Event description:
Report 1 of 2: it was reported by our foreign distributor there were two incidents of faster flow; further described as " flow to fast-66% too fast as usual and function - too high". The date of events were not provided, and there was no report of patient consequence.

Manufacturer narrative:
(B)(4). Method: actual device was received for evaluation and investigation. A flow rate accuracy test and pressure pot test were conducted. A review of the device history record (DHR) was performed. Results: pump #2 was received full. When opening the pinch clamp, rates 2 and 4ml/hr did not infuse. The bolus indicator was refilled to the top and the bolus depressed, bolus button functioned properly. This was repeated a few times; the bolus button latched properly and dispensed the medication, the bolus had no issues refilling. An empty small syringe was connected at the distal luer and negative aspiration (suction) was applied a few times, no flow was obtained. A heated incubator was used to attempt to dislodge any of the particulates that were residing inside the component. When removed from the incubator all selectable flow rates infused. The luer connector below the blue connector was opened to drain the medication. The pump was refilled with 400ml of 0.9% saline. Flow accuracy testing was performed at 14ml/hr. After 21.5 hours of testing, the pump yielded a flow rate of 6.11ml/hr which is 5.09ml/hr below the minimum 11.20ml/hr per specifications with a +/- 20% tolerance. Pressure pot testing was performed at flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr without the filter. The flow rate 2ml/hr yielded a flow rate of 1.63.ml/hr, which is within specifications with a +/-20% tolerance. Flow rate 4ml/hr yielded a flow rate of 2.60ml/hr which is 0.6ml/hr below specification with a +/- 20% tolerance. Flow rate 8ml/hr yielded a flow rate of 3.38ml/hr which is 3.02 ml/hr below specifications with a +/- 20% tolerance. Flow rate 14ml/hr yielded a flow rate of 3.91ml/hr which is 7.29ml/hr below specifications with a +/- 20% tolerance. Destructive analysis was performed to open the housing. The control tubing was examined under magnification and found crystalized medication in the 4ml and 8ml/hr tubing. No crystalized medication was observed in the 2ml/hr tubing. Bolus button testing was performed with the pressure set to 7.63psi. The bolus button safety test results yielded an average delivery amount of 2.87g; the average is within specifications. The bolus volume test results yielded an average delivery amount of 4.84g, all results are within specifications. Conclusion: the investigation summary for pump #2 concludes that a fast flow was not observed. A slow flow was observed due to crystalized medication in the tubing. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.